Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a broken pole mount; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. This involved a colleague infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a broken pole clamp was confirmed during service evaluation. An assignable root cause could not be identified. The pole clamp was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause for the reported condition was due to a broken/cracked pole clamp.